Event description:
It was reported that the lead was surgically abandoned due to lead body physical damage. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).